Manufacturer narrative:
A medtronic representative reported that the network configuration was set up as dynamic host configuration protocol (dhcp). Representative reported that after resetting the ip address the system was communicating with no issues. Site also had other computed tomography (CT) scanners that have lose their ip address. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that during spinal fusion procedure, there was a green line of communication between navigation and imaging system but when the navigation system was moved from the foot of the bed to head, there was an orange line of communication. Bypassing the bulkhead connector did not resolve the issue. It was reported that both the system were booted disconnected from each other with no resolution. Site reported that the network cable was working as designed. The procedure was completed with the use of navigation. There was a delay of 1 hour or more. No known impact on patient outcome.

Manufacturer narrative:
Correction: device manufacture date updated to proper value.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through design analysis. Analysis found that the behavior described is the intended behavior of the software. Ip address was reset resolving the issue. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.